Event description:
A report from a (B)(6) physician was rec'd regarding a pt injected with radiesse voice for an unk indication on an unk date. The pt experienced severe oedema of the vocal cords and was treated for the event with corticosteroid injections. The pt spent a night in the intensive care unit. F/u rec'd (B)(6) 2012: the report concerns (B)(6) male pt injected with a total of 1.4 ml of radiesse voice in the area of larynx left and right on (B)(6) 2012. The left side of the larynx was treated with 1 ml of radiesse voice, the right side was treated with 0.4 ml. Depth of injection was reported as paraglottic. Each side was injected with two to three injection points. General anesthesia was performed prior to the injection. At the time of reporting, it was unk whether the pt took concomitant medication.

Manufacturer narrative:
On (B)(6) 2012, approx 30 mins after injection of radiesse voice, the pt experienced edema of the larynx. Subsequently, a re-intervention larynx was performed (lateralization left vocal fold). Further corrective treatment comprised administration of corticosteroids. The pt was intubated for one day and stayed in the intensive care unit (ICU) for two days. The event completely resolved after 14 hrs and the pt was discharged home. In the opinion of the reporting physician, the event was of severe intensity. No further info was provided. The device history records for radiesse voice lots 1026166 and 1032430 were reviewed. All required testing specifications for each of these lots were met prior to release and there were no abnormalities noted during the mfg of these lots. A search of the complaints database revealed that there have been no complaints for either lot number. Add'l lot #: 1032430. Add'l expiration date: 03/2014. Add'l manufacture date: 03/2012.